Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 23 unopened pouches. Analysis and results: there are no previous complaints of this reference batch. (B)(4) units were manufactured and distributed in the market. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength on closed samples has been analyzed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, there are no incidences found and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. During suturing of the achilles tendon, the thread broke at the knot. Several threads were used, surgeon completed with another brand of suture. This resulted in prolonging of surgery. Three med watch reports being filed in relation to this incident include: 2916714-2016-00552, 2916714-2016-00553, 2916714-2016-00554.